Event description:
The customer reported that there was diminished tissue vaporization at 12,900 joules during a prostate procedure and that the fiber cap was broken. It was reported "the bladder was checked and the broken cap was found and removed". The method of removal was not reported, however, there was no harm to the pt. The physician elected to complete the case with a turp.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of diminished tissue vaporization, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be fractured and partially broken off, and showed signs of burning/over heating. Based on the analysis findings, the fiber condition would result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component fiber and cap refer to the results thermal problem.